Manufacturer narrative:
Despite attempts, this ra lead was never returned from the field for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an implant procedure, the physician experienced difficulty in extending the helix of this right atrial (ra) lead. Upon placing the ra lead, high thresholds and high pacing impedance measurements up to 1656 ohms were observed. The physician elected to remove and replace the ra lead prior to pocket closure. No adverse patient effects were reported.